Event description:
The customer reported that the knife blade would not deploy during a laparoscopic gastric bypass. There was no pt injury. Further info in regard to the pt was not available. The device was returned to covidien and it was discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.